Manufacturer narrative:
Complaint confirmed, the distal end of the cannula tube is deformed and a fragment broke off. The device could not be measured because of the deformation. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the distal end of the cannula tube is deformed and a fragment broke off. The device could not be measured because of the deformation. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
It was reported that the trocars from the nanoscope handpiece kit are prone to bend and break when bent back into shape. The problem was noticed after surgery / treatment. There was no harm or adverse event for patient, operator or third party reported. No further information received. During returned device evaluation, a reportable malfunction was discovered.